Manufacturer narrative:
(B)(6).

Event description:
It was reported that device detachment occurred. When the opticross imaging catheter was opened and flushed, it was noted that the device was separated at the lapjoint. The procedure was completed with another of the same device. There was no patient injury and the patient condition was stable.

Event description:
It was reported that device detachment occurred. When the opticross imaging catheter was opened and flushed, it was noted that the device was separated at the lapjoint. The procedure was completed with another of the same device. There was no patient injury and the patient condition was stable.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the anchor housing was detached. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.